Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient was scheduled for lead replacement and was unable to be replaced and had the lead explanted .

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective coverage of stimulation and was unable to increase amplitude on the lead. Diagnostic revealed high impedance, troubleshooting was not able to resolve the issue. As a result patient may be awaiting surgical intervention.